Event description:
(B)(4). Since placement have had the following affects : back pain sharp pain in abdomen and vagina, low libido, dryness, boils on body, acne on face that is now diagnosed as lupus of skin, cyst ovaries, tenderness of breast, elevated blood levels, headaches, joint and muscle pain, black out spells, ringing in ears, tingling of hands and feet as well as swelling of legs, feet and joints . Muscle spasms of abdomen and arms. Pain in right side body from abdomen downward. Kidney cyst. Vision blurred right eye. Still have device in currently . Going to new dr . Regarding this in (B)(6).